Event description:
The manufacturer received a bipap a30, silver series device for evaluation in relation to the voluntary field safety notice (fsn) recall notification associated with the polyester-based polyurethane (pe-pur) sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious injury, permanent impairment, or permanent damage to a body structure associated with this event. The device was not documented to be in patient use. The device was evaluated at a third-party service center. Visual inspection identified evidence of foam degradation, and foam particles were observed within the device. Based on the evaluation findings, replacement of the blower foam is recommended to address the condition. In addition, the device's user interface (ui) panel was found to be damaged. Dust and dirt were also observed inside the device during the evaluation. The investigation confirmed the presence of degraded foam and foam particles within the device. No patient involvement, injury, or adverse health consequences were reported. The device was not documented to be in use by a patient at the time the condition was identified.

Manufacturer narrative:
The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for the a series. A field correction action (2021-05-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ (B)(4) (merlin risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ mduri001, mdtox002 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.